Event description:
It was reported that after unpacking, stent damage was identified. The stent was found to be wavy. The target lesion was located in the carotid artery. The physician completed the stent placement procedure with another 8.0x21mm carotid wallstent delivery system. There were no patient complications reported and the patient status is good.

Event description:
It was reported that after unpacking, stent damage was identified. The stent was found to be wavy. The target lesion was located in the carotid artery. The physician completed the stent placement procedure with another 8.0x21mm carotid wallstent delivery system. There were no patient complications reported and the patient status is good.

Manufacturer narrative:
Device code # 1059 and 2284 relate to component code # 515 (B)(4).

Manufacturer narrative:
Device evaluated by MFR:a visual examination of the returned device found no issues with the profile of the mounted stent. During analysis, it was possible to fully deploy the stent without issue and no issues were noted with the profile of the deployed stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).